Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, high pacing impedance and high capture threshold were noted on a low voltage lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.